Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving the error messages error 2, error 3 and error 5. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On the evening of (B)(6) 2014 the patient obtained the error messages error 2, error 3 and error 5 on the reported meter; she was unable to obtain a blood glucose reading. The patient noted that after the use of the meter, she took her usual dose of lantus insulin. The patient was unable to state if she experienced any symptoms of high or low blood glucose levels. The patient went to the emergency room, where her blood glucose level was tested to be 450 mg/dl and 490 mg/dl. The patient was treated with insulin. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient¿s testing technique and test strips were correct. The issues were not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered elevated blood glucose levels after she was unable to test her blood glucose level due to the meter error message issues, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.